Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection.

Event description:
Healthcare professional reported through company representative "medical device-related infection grade: "[b]"". This record is for unknown side. The device status is unknown.